Manufacturer narrative:
(B)(4). (Kink). (Narrow occluded iliac arteries). (Talent converter used as the primary stent graft, loss of guidewire position). (Narrow occluded iliac arteries). (Talent converter used as the primary stent graft, loss of guidewire position).

Event description:
A talent stent graft system was inserted into a patient for the emergent endovascular treatment of a 8.8 cm diameter abdominal aortic aneurysm approximately three weeks ago. The patient presented emergently with abdominal pain. The aortic neck was short measuring 8 mm in length and 50 degree angulation. There were two bilateral iliac stents previously implanted more than a year ago. One of the iliac arteries was narrow and it was almost completely occluded; therefore, the physician planned to treat the patient with an aorto-uni-iliac followed by a femoral to femoral bypass. First a 25 mm diameter endurant cuff was implanted at the level of the renal arteries and then a 26 mm talent converter; however, the converter was unable to be advanced to the intended landing zone. During the procedure, the stiff guidewire was inadvertently pulled out and the physician had to rewire. Before the physician was aware that the guidewire pulled out, he attempted to advance the talent converter and the delivery catheter kinked. The delivery catheter was removed from the patient without issue and discarded. The physician completed the case with implantation of a 16 mm x10 cm endurant iliac limb a 28 mm aneurx aortic cuff, and an occluder. No clinical sequelae were reported and the patient is fine.